Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttte and lot number 1297084, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Per customer, device not being returned.

Event description:
It was reported that on (B)(6) 2015, patient underwent a right tka procedure. On (B)(6) 2016 the surgeon performed a revision right tka due to tibial loosening. During the revision procedure, the surgeon explanted the tibial tray ar-503-ttte, lot 1297084 ((B)(4)), femoral implant ar-516-5r, lot 108761350 ((B)(4)), bearing implant ar-513-be12, lot 113601403 ((B)(4)) and patella implant ar-504-psb8, lot 113601439 ((B)(4)). To complete the procedure, the surgeon used another manufacturer's product. Patient was a female, dob (B)(6). Patient medical records dated (B)(6) 2016 noted that patient has developed pain and swelling of the knee without injury, daily medial pain that gets worse with activity. Examination of the right knee demonstrated swelling and palpation of the knee demonstrated inferior patellar pole tenderness, medial tibial plateau tenderness. Moderate effusion of the right knee was noted, along with pain with flexion and no pain with extension. Records noted x-rays of right knee found the prosthesis in proper anatomical alignment without rotation, loosening, or stress shielding and hardware was noted to be in acceptable position.